Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the patient experienced an infection. As a result, the patient's system was explanted to address the issue. Date of explant is unknown. Patient was prescribed antibiotics and the infection was resolved.

Manufacturer narrative:
Device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.